Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the egm showed the device deliver five bursts of anti-tachycardia pacing (atp) therapy for a ventricular rhythm. Further review of the episode showed that the rhythm was converted on the third atp burst, however, a fourth burst of atp was delivered inappropriately which appeared to have induced a true ventricular tachycardia (vt) rhythm. A fifth burst of atp was delivered which successfully broke the vt. Ts discussed programming options with the hcp. This ICD remains in service. No adverse patient effects were reported.